Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address ligament instability, poor alignment and loosening of the femoral component at the bone to cement interface. Competitor cement was used. The knee was also found to be in extreme valgus 11 degrees. Upon removal of the femur, soft tissue was found between the medial femoral condyle (bone) and the cement. This caused the femoral component to be in valgus and the cement to not bond to the bone.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.